Event description:
A peritoneal dialysis (pd) patient reported being admitted to the hospital on (B)(6) 2015 for high blood pressure and was discharged on (B)(6) 2015. During a follow up call with the pd nurse it was verified all treatments had been completed on the cycler prior to admittance. The pdrn stated that the nephrologist was unhappy with the patient as he has not been taking his blood pressure medications as directed. Due to his poor compliance, the nephrologist is considering moving the patient to hemodialysis treatments. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
Device evaluation: the complaint could not be confirmed. A sample was not provided for evaluation. A review of the device history records confirmed that released product met specifications and documented manufacturing process controls were found to be within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.